Manufacturer narrative:
(B)(4): low test results. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Review of additional information from the customer suggests that the customer believes that the result may have been accurate. They indicated that the patient may have been (B)(6) but within a window period where hcv antibodies were being produced. However, result data was not provided for this to be confirmed. A sensitivity evaluation was performed with file kit material of architect anti- hcv reagent lots 05084li00 and 06436li00. The lot number in use was unknown, representative lots were selected based off of lots which had been shipped to the customer. The testing met the acceptance requirements which indicated that the lots have not been compromised. Tracking and trending did not identify an adverse trend or any atypical complaint activity. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect anti- hcv assay was not identified.

Event description:
The customer observed a potential (B)(6) architect (B)(6) result for one patient. The patient (a dialysis patient) generated the following results: (B)(6). On (B)(6) 2011, the patient received a blood transfusion. The customer indicated a specimen (from (B)(6) 2011), which was originally tested prior to having the blood transfusion on (B)(6) 2011, was retested on (B)(6) 2012, this specimen generated a (B)(6) result. There was no impact to patient management reported.